Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC fracture. Patient attended suite for treatment this morning - cetuximab cycle 7 day 15. PICC insitu to rt arm. PICC measured satisfactorily. PICC accessed using antt by staff nurse b. Good blood return obtained and line flushing easily. Patient denied any pain or discomfort when flushing. Fluid leakage noted at insertion site of PICC line following flushing. Staff nurse b also noted slight swelling at insertion site following flushing. Fracture noted at 5 cm from zero. PICC inserted (B)(6) 2024 in brachial vein, trimmed to 45cm, exit site at 5cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 5 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC fracture. Patient attended suite for treatment this morning - cetuximab cycle 7 day 15. PICC insitu to rt arm. PICC measured satisfactorily. PICC accessed using antt by staff nurse b. Good blood return obtained and line flushing easily. Patient denied any pain or discomfort when flushing. Fluid leakage noted at insertion site of PICC line following flushing. Staff nurse b also noted slight swelling at insertion site following flushing. Fracture noted at 5 cm from zero PICC inserted (B)(6) 2024 in brachial vein, trimmed to 45cm, exit site at 5cm.